Event description:
Left colectomy procedure. Cs29 dlu calibrated, opened/closed without difficulty, trocar moved freely during opening/closing and got into firing ranage. Pc displayed "firing complete" message. There were malformed staples noted. Case was completed using another device without further incident.